Manufacturer narrative:
Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific patient samples.

Manufacturer narrative:
Refer to mrns: 1221359-2021-00722, 1221359-2021-00723, 1221359-2021-00724, 1221359-2021-00725. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1007354 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1007354 and test base part number 190-430 / lot 1007354 were reviewed. This lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1007354 showed that the complaint rate is (B)(4). Investigation is not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported five (5) false positive results with the ID now covid-19 assay. This is report one (1) of five (5). The customer reported false positive results on a direct tested kitted nasal swab, used to collect sample form the right nare, with the ID now covid-19 assay performed (B)(6) 2021. Repeat testing performed that same day on a swab, used to collect sample from the left nostril, with the ID now covid-19 assay provided negative results. Confirmation testing on a nasopharyngeal sample collected (B)(6) 2021 with public health pcr provided negative results. The customer confirmed there was no death or serious injury based on the ID now covid-19 assay results. The customer reported that there was no delay or impact to treatment and no remedial action was taken because of the results. The patient was not symptomatic at the time of testing, and was able to return to work. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.